Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he had issues with the infusion sets leaking. Customer's blood glucose level ranged from 200 mg/dl to 400 mg/dl. The customer treated his high blood glucose levels with a manual injection and by changing the infusion set. The device was not returned.